Manufacturer narrative:
During inspection and testing, service found sharp dents in the probe. In addition, the bending sheath cover was cut. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The loaner device was sent to an olympus service center for evaluation with no complaint. During inspection and testing, service found sharp dents in the probe. This report is being submitted for the malfunction found during evaluation (sharp dents in probe). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to e4, h4, h6 and h10. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the sharp dent in the prove unit was unable to be identified.olympus will continue to monitor field performance for this device.